Event description:
Alleged event: the durahooks are broken in the package. They were not used on a patient.

Manufacturer narrative:
Qn#(B)(4). The device history record review for the product durahook 1/4 hook 10 pkg/bx 6 hks/pkg, lot #01b1400158 did not show issues related to the complaint. The manufacturer will continue to monitor and trend related events.